Event description:
IV piggy back hung with secondary tubing. Medication filled the drip chamber but would not infuse. Primary bag lowered, still would not drip from secondary. Replaced secondary set, worked well. No harm to pt.